Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the left ventricular assist device (lvad) team reported the patient had a system controller fault alarm over the previous weekend. The patient's controller stopped working causing the pump to stop. The patient's spouse was able to change the controller to the backup. The site requested a replacement controller. Further information provided that on (B)(6) 2025, the patient's spouse contacted the left ventricular assist device (lvad) team via the emergency line due to a "controller system fault" alarm. Per the spouse, the green errors were not illuminated, and the patient was slumped into a chair. The spouse immediately transitioned the patient to their backup controller, and within a moment, the patient regained consciousness. They contacted the lvad team immediately after this, and the lvad clinician was able to verify that the new system controller was functioning appropriately. A new backup system controller was sent expedited to the patient to replace the system controller that had alarmed and the alarming system controller was silenced and sent to the lvad team for interrogation. From the screen shot images, it appeared that the patient's alarm began at 8:28.57 am with a replace backup battery (ebb) alarm. From there, it appeared that at 8:31, a battery was disconnected (it was suspected the patient did this). At 8:32 am it appeared that the 2nd battery was disconnected (it was suspected the patient did this as well, which caused the green arrows to disappear from the system controller). At this point, the patient's spouse probably heard the alarms, ran over and saw the patient's slumped over with no green arrows on the system controller and alarming, and performed a system controller change 42 seconds later at 8:32.50 am at which point the driveline was disconnected and transitioned to patient's backup system controller. Log files were sent for review, and the event log contained various alarms associated with the onset of backup battery faults as well as the reported driveline disconnect event. The patient appeared to have been connected to the mobile power unit (mpu) when the onset of ebb fault occurred at ~8:28am on (B)(6) 2025. Between 8:31am-8:32am both external power cables were disconnected from the mpu causing no external power alarms. At ~8:32am the pump driveline appeared to have been disconnected from the system controller causing various alarms. Between 8:32am-8:53am the log recorded various attempts to the shut down the system controller. The system controller appeared to have been shut down following the data stamp of (B)(6) 2025 8:53:07am. Additional information from the site provided that the patient briefly lost consciousness with this event but regained consciousness upon their wife transitioning them to their backup controller. They intentionally did not unscrew the back of the system controller to get the ebb in order to not contaminate the findings. The site reported this was the second alarm for an internal battery in the past week where the battery had plenty of life remaining, yet this alarm was randomly prompted. In both situations, the patient needed to exchange their controller. Further information from the site provided that the alarm resolved when the patient transitioned away from the mpu and did a system controller exchange. The mpu was described as an affected device. The patient did not report any concerns of the device becoming unplugged from the wall or any power outage.

Manufacturer narrative:
Corrected data: section g2: report source corrected. Manufacturer's investigation conclusion: the reported event of an emergency backup battery (ebb) fault and no external power alarms was confirmed via submitted log files. On 08mar2025, 8:28:57 - 8:53:07, an emergency backup battery fault alarm activates associated with the ebb not passing the load test. The ebb did not pass the load test due to the unloaded voltage being outside the expected range. At the time the ebb did not pass the load test, the unloaded voltage was 12.209v and the loaded voltage was 11.349v. At 8:31:41, the white power lead was disconnected from the mobile power unit (mpu). Shortly after at 8:32:06, the black power lead is disconnected from the mpu. At this time the no external power alarm activates associated with a dual power cable disconnect. During this time the ebb supports the system despite active ebb fault alarms. The driveline is disconnected at 08mar2025, 8:32:50, consistent with the reported system controller exchange. The system controller is shutdown on 08mar2025, 8:53:07. The system controller is later powered on 12mar2025, 14:32:48 consistent with log file retrieval. At 14:33:39, the system controller is connected to a different pump (B)(6) (a known demo pump). The system controller supported the pump as intended throughout the log file. The observed ebb fault alarms did not affect pump function. The system controller (B)(6) was returned for testing. The system controller was functionally tested and found to operate as intended during analysis. The system controller was able to support pump function for an extended period of time. Multiple ebb load tests were initiated during testing and a fault was not reproduced. Provided information revealed that the system controller exchange resolved the issue. Additional information from the site provided that the patient briefly lost consciousness with this event but regained consciousness upon their wife transitioning him to their backup system controller. They intentionally did not unscrew the back of the system controller to get the ebb in order to not contaminate the findings. The root cause of the reported no external power alarms was determined to be user error in disconnecting both power leads. The root cause of the ebb fault alarms could not be conclusively determined through this analysis. A corrective and preventative action has been initiated to investigate ebb faults with an unknown root cause. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial #: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. The 11v emergency backup battery (serial number: (B)(6)) was inspected and accepted into the receiving inspection storage location on 22jan2024, and passed all manufacturing testing. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. Heartmate 3 instructions for use section 8, entitled ¿equipment storage and care¿, and heartmate 3 patient handbook section 6, entitled ¿caring for equipment¿, explain how to properly care for the equipment, including the system controller and the power cables. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.